Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. The plumset was connected to the patient's peripheral IV access device and was being used to deliver an unspecified medication, at an unspecified rate. After an unspecified length of time, the nurse attempted to disconnect the option-lok male adapter of the plumset from the patient's IV access device. At this time, it was reported that the distal tip of the option-lok male adapter broke off. No specific details were provided. The customer contact indicated that the therapy had been completed; therefore, the plumset was not replaced. There were no reports of any adverse patient effects and no delay in therapy critical to this patient. No medical interventions were required. No additional information was provided.